Event description:
It was reported that a revision surgery was performed to remove the patella component due to detachment from patella bone.

Manufacturer narrative:
The associated complaint device was returned for evaluation. No supporting clinical/medical documents were provided, therefore a thorough clinical investigation cannot be performed. The returned genesis ii resurfacing patellar prosthesis (32mm) was examined visually and using optical microscopy. Examination of the patellar implant showed indentations on tip of patellar pegs and cement completely filled in cement patellar cement groove. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.